Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a packaging issue with a vial of onetouch ultra test strips. The patient reported there were ¿test strips missing¿. The complaint was classified based on the customer care advocate¿s (cca) documentation and additional follow up questions from medical surveillance specialist (mss). The patient reported that the alleged issue occurred on (B)(6) 2014 at an unspecified time. The patient manages her diabetes with pills, diet and exercise ¿metformin 1000mg and glipizide 5mg¿. It is unknown if the patient made changes to her usual diabetes management regiment due to the reported issue. The patient reported that 40 minutes after the alleged product issue she obtained a low blood glucose reading, although unsure of the actual result, she stated ¿lower that 60mg/dl¿ and developed symptoms of ¿ blurry vision, not aware of what she is doing, memory loss¿. The patient self-treated with ¿something sweet to eat¿. At the time of troubleshooting the cca confirmed the closure seal was intact on the packaging prior to opening and there was missing product from the box of contents. Replacement products have been sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged missing product issue could not be ruled out as a cause or contributor to this event. Additionally this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (01/31/2015). The patient¿s test strips have been returned on 1/15/2015 and evaluated by lifescan product analysis on 1/16/2015 with the following findings: the test strips involved with this complaint failed testing. The returned test strips vial was found to be missing test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.